Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the air bubbles were small and not an issue. Customer was able to continue using the same cartridge.